Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure for segmental resection of mandibular bone, matrix mandible reco-plate was installed with 2.4mm screws instead of 2.9mm screws after bending on an unk date. The plate was used for bridging continuity defects without bone graft. Pt experience swelling of the affected part and returned to surgeon approx one month after the implantation and surgeon found the plate was broken. Medical/surgical intervention was needed on an unk date. Surgeon noted the affected part is not loaded too much in such a short period. Surgeon also noted he gave much more excessive bending to the plate than he thought by mistake. This is one of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. A device history records review will be requested.